Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensed far-field signals. Technical services (ts) reviewed the device data, determined that the stored atrial tachy response (atr) episodes were due to far-field oversensing, and provided reprogramming recommendations to adjust the blanking timing. No adverse patient effects were reported. This crt-d remains in service.